Event description:
Surgeon was placing bilateral drains post mastectomies and found the trocars to be dull and difficult to pierce the skin. No injury to the patient but unexpected difficulty in placing drains.